Event description:
The device was applied during a CABG procedure. The clips did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.